Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that they heard "on the internet" or "on (B)(6)" that a patient had an adverse reaction and ended up in the emergency room. The caller stated that the patient was getting shocked by the device. No other information was available. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.